Manufacturer narrative:
H6: the device was returned to ventec for an investigation. It was observed that there was a leak in the o2 accumulator, and that the device had alarmed as specified. The user manual states: warning: the internal o2 concentrator is not intended for life support. Where the prescribing healthcare professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use. The customer stated that the patient quickly saturated after being switched to their backup device. The patient is fine and there was no adverse outcome.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that a patient's blood oxygen level became desaturated while using a ventilator. The ventilator appeared to be functioning normally; however, the patient was placed on a back-up ventilator and the patient's blood oxygen levels returned without harm.